Event description:
It was reported that the patient presented during magnet resonance imaging(MRI). The implantable cardioverter defibrillator was found in backup mode during MRI with no high voltage therapy available. Programming changes were performed. The patient was in stable condition.

Event description:
Additional information received note magnet resonance imaging(MRI) was performed in an off-label environment.